Manufacturer narrative:
Additional information: e1 - initial reporter establishment name (B)(6). The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus con-firmed foreign material came out of the device, but the type of the material or root cause cannot be identi-fied. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter in the nozzle. There was no patient involvement.